Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study. (B)(4). It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant in a patient with a history of right bundle branch block.there was no calcification extending beneath the aortic annular plane in the interventricular septum. The device was successfully implanted with an implant depth of 2.53mm. On (B)(6) 2023, the patient had atrial ventricular block iii requiring a dual chamber pacemaker implantation. The patient is stable.

Manufacturer narrative:
An event of complete right bundle branch block was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 3mm depth of implant of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had no calcification in the annulus and that the patient had valve implanted at a final depth of 2.53mm. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.